Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 04 february 2016, expiry date: 01 january 2026, 04.503.104.04s / 9812600. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records was conducted. The report indicates that the: non-sterile 72563 / 9907824 were manufactured in (B)(4), manufacturing location: (B)(4), manufacturing date: 28-sep-2015, part #: 04.503.104.20, lot#: 9907824 (non-sterile) - ti matrixneuro screw self-drilling 4mm. Quantity (B)(4). Lot was release to the warehouse on 28-sep-2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records was conducted. The report indicates that the: manufacturing location:(B)(4), manufacturing date: 05-oct-2015, part #: 04.503.104.10, lot#: 9907824 (non-sterile) - ti matrixneuro screw self-drilling 4mm. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the surgery on (B)(6) 2016, a nurse found that the slot of the reported screw head was broken before using. Then, the nurse used new screws (the same specification as the reported screw) from other package on the surgery. No surgical delay was reported. No adverse consequences were reported. This complaint involves 1 part. This report is 1 of 1 for com- (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient information is not available for reporting. Since complained condition was discovered during a surgical procedure and even though the breakage occurred prior to use, this is still considered an event with patient involvement. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.